Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "exchange". Later, healthcare professional reported "capsular contracture". Later, healthcare professional confirmed baker grade iii. This relates to the left side. The device was explanted and replaced. The device will be returned.

Event description:
Healthcare professional reported "exchange". Later, healthcare professional reported "capsular contracture". Later, healthcare professional confirmed baker grade iii. This relates to the left side. The device was explanted and replaced. The device will be returned.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.